Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. It was unknown if pd therapy was ongoing at the time of death. The cause of death was not reported. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A visual inspection was performed and it was noted that the door cover was damaged. The cover was replaced and it was determined that the noted damage was unrelated to the reported event. A power on self-test was successfully completed and the device performed a one hour simulated therapy with no issues noted. The device passed subsequent check and calibration tests successfully. The device was serviced more than one year ago; therefore, further review of the service history was not performed. Upon conclusion of the investigation, no failures, malfunctions, or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available a supplemental report will be submitted.